Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed pace impedance measurements of greater than 2000 ohms on another manufacture's right ventricular lead. The local boston scientific field representative (fr) submitted a save to disc for boston scientific technical services (ts) to review. The analysis revealed that the impedance values for the lead appeared to have steadily increased over time. Sensing and threshold remained within normal parameters. The fr indicated that the device was programmed to monitor only to prevent any inappropriate therapy, although there had been none witnessed previously. The device remains in service. There were no adverse patient effects reported.